Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's son in law alleges consumer has a muscle disorder that affects her ability to feel so she could not feel pain that she was allegedly getting from a sharp area on the back area of the footrest plate that allegedly dug into her right foot and got an infection.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer's son in law alleges consumer has a muscle disorder that affects her ability to feel so she could not feel pain that she was allegedly getting from a sharp area on the back area of the footrest plate that allegedly dug into her right foot and got an infection.